Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 10/13/2023 18:21:33.000 and on 10/13/2023 18:31:01.000. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, missing serial number label, and pillowing keypad overlay. The pump did not have a battery installed when received. The pump was received without the original battery cap. There was no data listed event date 17-oct-2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin and any alarms/suspends for event date 17-oct-2023 due to no data available. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-oct-2023 in the pump history file. Data was available on 10/10/2023 to 10/13/2023. On 10/10/2023 15:25:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On 10/12/2023 20:05:01.000 alarm alert notification. Fault number = stuck key alarm (61). On 10/13/2023 06:19:45.000 alarm alert notification. Fault number = stuck key alarm (61). On 10/13/2023 06:29:00.000 alarm alert notification. Fault number = stuck key alarm (61). On 10/13/2023 18:21:33.000 alarm alert notification. Fault number = broken force sensor error (35). On 10/13/2023 18:31:01.000 alarm alert notification. Fault number = broken force sensor error (35). On 10/13/2023 18:32:27.000 battery removed. On 10/13/2023 18:32:27.000 alarm alert notification. Fault number = battery removed (84). On 10/13/2023 18:33:03.000 battery inserted. On 10/13/2023 18:36:09.000 battery removed. On 10/13/2023 18:36:09.000 alarm alert notification. Fault number = battery removed (84). Unable to test for lost sensor 1 alert (780) and stuck key alarm (61) due to critical pump error (open book image) alarm. Lost sensor 1 alert (780) unknown. Stuck key alarm (61) unknown. Broken force sensor error (35) confirmed in the pump history file. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged diabetic ketoacidosis and hyperglycemia. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Unable to upload (carelink) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error, also experienced edema macular and diabetes ketoacidosis, the customer discontinue the insulin pump and hospitalized. The customer received an open book image alarm and pump error 35. It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.